Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: comparative efficacy and safety of bi-flanged metal stents vs. Lumen-apposing metal stents for endoscopic drainage of pancreatic fluid collections: systematic review and meta-analysis shahzil, muhammad et al.gastrointestinal endoscopy, volume 101, issue 5, s577 - s578. Block h6: imdrf impact code e0506 captures the reportable event of hemorrhage, major (bleeding) imdrf impact code e1906 captures the reportable event of infection. Imdrf impact code f12 captures the reportable event of serious injury/ illness/ impairment due the adverse events.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "comparative efficacy and safety of bi-flanged metal stents vs. Lumen-apposing metal stents for endoscopic drainage of pancreatic fluid collections: systematic review and metal-analysis", by muhammad shahzil, et al. Per the article, comprehensive database searches were conducted from their inception to november 2024 to compare the efficacy and safety of bfms and lams in the endoscopic drainage of pfcs. Three studies were drafted from those searches, with a combined total of 627 patients, including 298 who underwent drainage with the lams axios device. No significant differences were found between the two devices in study in terms of technical and clinical success, recurrence of walled-off pancreatic collections, number of direct endoscopic necrosectomies, mean number of endoscopic sessions for drainage/debridement, or adverse events such as bleeding and infection. Please refer to the referenced article for full details.